Event description:
It was reported that the handle (griff) at the end of introducer, break (came off). It was occurred during cannula insertion. User decided to change introducer with new one and completely removed introducer. It was confirmed that there is not any abnormality on patient health condition. (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that the handle (griff) at the end of introducer, break (came off). It was occurred during cannula insertion. User decided to change introducer with new one and completely removed introducer. It was confirmed that there is not any abnormality on patient health condition. No harm to any person has been reported. The photograph was received which shows the reported failure, broken griff of introducer. Based on this, failure could be confirmed. No product investigation is required since photograph shows the failure clearly. The production history records (dhrs) of the affected be-pvl 2155 with lot# 3000183039 was reviewed on 2022-06-14. According to the DHR result, the product be-pvl 2155 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Force test is applied to products as part of related basic operation procedure gluing griff on introducer. If introducer body came off / removed from griff, the raw material will be scrap. Device history record review shows that the test was performed, and there is not any scrap recorded due to fall during force test. Based on the investigation results, the most probable root cause has been found as: user error: an excessive force (unintended) applied to the introducer could lead to the failure of glue connection. Applied force could not be measure however unintended movements could cause the handle disconnection. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
#644794.